Manufacturer narrative:
The customer's product has been requested back for investigation and a supplemental report will be sent once new information is obtained.

Event description:
An adc customer's daughter reported that her mother's relion meter had missing segments, the "last number was blurry" and she was unable to test. It was then reported that as a result she experienced a "diabetic coma" and was seen at an emergency room. The customer's daughter did not report specific diabetes-related symptoms yet stated her mother "didn't recognize her family and her eyes were gone." The customer was reportedly seen at a health care facility, diagnosed with hypoglycemia and treated with intravenous fluids (solution unknown) to stabilize her blood glucose levels. There was no report of death or permanent impairment associated with this report.